Event description:
It was reported that the patient presented in clinic experiencing light headedness. Upon device interrogation, episodes of atrial lead exhibited over-sensed noise were noted. Programming changes were made to address the noise. The patient condition was stable.